Event description:
A report was received that the patient had pain in the groin, hip, and pocket site. The patient developed a staphylococcal infection and was treated for infection. The patient was brought to the emergency department, was diagnosed again with staphylococcal infection, and so was placed on antibiotics for 6 weeks.

Event description:
A report was received that the patient had pain in the groin, hip, and pocket site. The patient developed a staphylococcal infection and was treated for infection. The patient was brought to the emergency department, was diagnosed again with staphylococcal infection, and so was placed on antibiotics for 6 weeks.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the infection was cause by the patient¿s non device related surgery and hardware where the infection started and spread to the lead and the ipg. The system was subsequently explanted. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.